Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. Additional information: per the patient the band they had implanted in 2011 was a rlzb32. Although they did get adjustments, they report they never had restriction. The surgeon would fill 1/2 cc at a time, but still no restriction per the patient. Per the patient, at one point the band was almost full. When the patient got pregnant with their second child, they had all fluid removed from the band. However, when emptied, there was only 5 ccs of fluid. The band had been completely empty since 2013. After being emptied, the patient started experiencing port pain, extreme reflux and they had to have their esophagus stretched due to their inability to swallow on occasion. The band was removed on (B)(6) 2019. Upon removal, the surgeon found scar tissue on the port and band. The device is not available for return, it was discarded. A few weeks after removal, the patient was converted to a gastric sleeve.

Event description:
It was reported that after patient had implant of gastric realize band, the lap band resulted in severe barrett's esophagus. Patient had constant vomiting and pain. Patient abdomen tissue had grown into port causing discomfort any time physical activity occurred.